Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when pulling the handle; clips didn't come together so could not be used. Once removed the nurses were able to push together. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 8 clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.